Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks after the implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient underwent a pocket revision for excess bruising and the wound not healing as expected. After the pocket revision the wound appeared to be healing well, but then dehiscence started to occur. The device and leads were subsequently removed and not replaced. Cultures previously taken were negative and new cultures were taken from the pocket when the system was removed. Wound debridement was performed and the patient was given prophylactic intravenous antibiotics. The wound was packed and the patient will be followed by a wound care specialist. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.